Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Report number 1221359-2022-03450.

Event description:
The customer reported eight (8) false negative results with the ID now covid-19 assay performed on unknown dates. This report is for result eight (8) of eight (8). The customer indicated that the patient tested negative using confirmatory method (platform unknown). Although requested, no additional information including patient health status or outcome was received.

Manufacturer narrative:
Additional and corrected information: b5: customer provided additional information for seven of the eight initially reported patients. Technical services confirmed with the customer that the initial report of eight patients was inaccurate and that seven patients were affected. This report is to retract this MFR. Report as it was reported in error. Reference related MFR. Report numbers 1221359-2022-03450 through 1221359-2022-03456.

Event description:
The customer provided additional information stating that seven (7) patients were affected and not eight (8) as initially reported.